Event description:
Medical record review 6-9-1998. Patient admitted for removal of hardware, steffee plates, and exploration of spinal fusion. Per operative report, pt. Had chronic low back pain which prompted removal of hardware. Pt. Tolerated procedure well and was discharged to home on 6/4/1998.